Event description:
Customer reported that the head end of the bed was not lowering.

Manufacturer narrative:
The technician replaced the trendelenburg gas springs. Bed operating normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.